Manufacturer narrative:
(B)(4) .

Event description:
It was reported that during routine follow-up, the patient had been experiencing chest pain and phrenic nerve stimulation. The stimulation was not observed in clinic. A loss of capture and sensing was observed on the atrial lead. A lead dislodgement was suspected. The lead was explanted without replacement on (B)(6) 2015.